Manufacturer narrative:
(B)(4). Information was not provided by the contact. Incomplete-interrupted cycle. Additional information was requested and the following was obtained: what was the device being fired across when the issue occurred? Yes. Was the user crossing staple lines during the issue(s)? Yes. How far (in cm or mm) was the staple line past the cut line? 2mm. Was there any tissue movement observed during the firing sequence? Unknown. Were any clips applied during the procedure prior to this firing? No. Describe the patient factors. The patient is male and about (B)(6) years old, did lar on (B)(6) 2014. Did the patient have any prior radiation? No. What was the reason for the procedure? There was a tumor on the rectum. Was the device articulated at the time of this issue? Unknown. Was there a need for a temporary or permanent colostomy? No. The ec60a device was received for analysis with no visual non-conformances and with two ecr60g cartridge reloads present. Cartridge (c, d) were received partially fired 1/4 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reloads (c, d) by resetting and reloading them into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple lines and cut lines were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. No short cut or absent cut were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process. An intra-operative photograph was reviewed the event could be confirmed, but cannot determine a cause to the complication experienced while firing the ec60a device.

Event description:
It was reported that during a low anterior resection procedure the device could not fire at the second stroke of the first firing with ecr60g. Changed to another ecr60g but still had the same issue. Some unformed staples came out and the cut line is much shorter than the staple line. The procedure converted to open and prolonged about 80minutes. Now the patient is fine.